Event description:
During a lap cholecystectomy procedure, surgeon was using MFR's lap cholecystectomy kit with the clip applier. It was reported that clips were not forming correctly, ie, scissoring, not closing properly. This happened with three of the instruments. Opened new device each time to finish case. No pt consequence. Three devices returning.